Event description:
As a preventive measure against potential aneurysm rupture, the patient was relined with two contralateral leg components and implanted proximally with an aortic extender component during a re-intervention on (B)(6) 2017.

Manufacturer narrative:
As the lot number for the device was not available, a review of the manufacturing records could not be performed. Refer to field for the results of the imaging evaluation. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to endoleaks.

Event description:
The following was reported to gore: on (B)(6), 2010, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging identified an enlargement of the aneurysm in the absence of an endoleak. The aneurysm diameter was reported to have increased from 65 mm in 2010 to presently 77.1 mm. As a potential reason for the growth, endotension was stated.